Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, component codes, investigation conclusions),h10 additional contact information: contact (B)(6) email: (B)(6) phone number: (B)(6) occupation: biomedical engineer it was reported that the cardiosave intra-aortic balloon pump (iabp) touchscreen not responding. Getinge field service engineer (fse touch screen not responding. Replaced video generator board. Upgraded software to b.17. Calibrated touch screen. Full calibration. Returned to customer returned to the customer. No patient involved. The defective components were received for further investigation. The failure analysis and testing dept. Received the following parts associated with this complaint: these parts were received with a reported failure of the touchscreen not responding. The fat performed a visual inspection and found the parts to be in good condition.the fat installed parts in cardiosave test fixture and tested the parts to factory specifications per the cardiosave service manual part number. Fat verified that the touchscreen was unresponsive. These part revisions are obsolete and no longer able to be tested by the respective suppliers. Retaining the parts in the failure analysis and testing department per procedure number(B)(4) rev. Aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
The initial aware date is being corrected to 12/15/2023.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) touchscreen not responding. There was no patient involvement reported.